Event description:
Its reported that the customer have been having issues with bd insyte autoguard 22gauge. They pulled the needle and tubing out and the needle tip had perforated through the side of the catheter. Verbatim: it was brought to my attention that the nurses have been having issues with the bd insyte autoguard 22gauge. Ref # (B)(4). Nurses pulled the needle and tubing out and the needle tip had perforated through the side of the catheter. The lot number is 2097377.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-jun-2022 h6: investigation summary bd received fifty sealed packages of 22 gauge insyte autoguard blood control units from lot 2097377 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Next, a quality engineer randomly selected 20 units for functional testing and visual inspection. Each unit was found to be functioning as intended with no punctures in the catheter tubing. Next, the units were tested for lie distance and each unit was found to be within acceptable measurements. Therefore, based off the visual inspection and functional testing the engineer was unable to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined for this issue.

Event description:
Its reported that the customer have been having issues with bd insyte autoguard 22gauge. They pulled the needle and tubing out and the needle tip had perforated through the side of the catheter. Verbatim it was brought to my attention that the nurses have been having issues with the bd insyte autoguard 22gauge. Ref # 382523. Nurses pulled the needle and tubing out and the needle tip had perforated through the side of the catheter. The lot number is 2097377.